Event description:
A trilogy 202 ventilator device was returned to a third-party service center for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "ventilator service required" error codes were discovered in the ventilator's downloaded event log. The technician recommended replacing the device's system board and oxygen blending module board to address the issues. No further investigation is required at this time. Additionally, the following parts have been replaced; the whisper cap due to contamination. The handle since it is cracked. All 5 rubber feet which are missing. The device's front enclosure, universal porting block and oxygen blending module blender gasket which are all are damaged. The device's tubing needs to be upgraded to the one having a micron in-line filter. The pollen air filter and maintenance label need to be replaced due to preventive maintenance. This device has been serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements.